Manufacturer narrative:
Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: not applicable, as it is remained implanted. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
It was reported that the monofocal lens experienced issues with stuck haptics during delivery into the eye, taking approximately 5 minutes to unfold the haptics that were adhered to the optic. However, the iols have been implanted without any issues. No further information is available.